Event description:
It was reported that the device had error codes 351.6660. There were patient involvements but the information on patient impact is not known.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. (B)(4).

Event description:
It was reported that the device had error codes 351.6660. There were patient involvements but the information on patient impact is not known.

Event description:
It was reported that the device had error codes 351.6660. There were patient involvements but the information on patient impact is not known.

Manufacturer narrative:
Correction : unique identifier (UDI) #, added pi to the unique device identifier (UDI)# field. Annex a : a0509. Additional information : annex a : a040601 investigation summary : the customer¿s report that the device displayed error codes 351.6660 was confirmed during a review of the error log and during testing. ¿ laboratory test results performed on the source device confirmed that the syringe module split nut was worn due to improper syringe loading causing the device to alarm and fail the alaris system maintenance testing (asm). ¿ after the source device¿s split nut was replaced with a known good dchu split nut, the syringe module passed the alaris system maintenance (asm) calibration test. ¿ based on the of review of the system error log, an error code 351.6660.0 was last recorded on (B)(6) 2022. ¿ the system event log contains no data for the reported event date. ¿ bd recommends when loading syringes to twist the gripper control clockwise and hold in position. While holding the gripper control in open position, raise drive head to full extension. These actions can prevent damage to the split nut threads during syringe loading. ¿ the alaris system user manual notes that regular inspection for damage is required before usage and that failure to perform can result in improper instrument operation. ¿ the syringe module was being used for treatment. Root cause: the root cause of the customer¿s report that the device displayed error codes 351.6660 is being attributed to a worn split nut.

Event description:
It was reported that the device had error codes 351.6660. There were patient involvements but the information on patient impact is not known.